Event description:
It was reported that the right ventricular (rv) lead was tested prior to implant and the helix would not extend. The physician noted that even at twenty turns, it looked like the helix was moving, but not extending. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.